Event description:
As reported by the user facility: large air bubble seen in primary line post-air sensor. Air bubble seen in primary pump tubing on patient side: a lvp pump shortset connected at post-pump y-site that had infused a large volume intermittent medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit involved in the incident was return to out facility for further evaluation and the reported issue was not present during investigation; therefore defect was not confirmed. Technical safety check tested in spec.